Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had two revision surgeries. No further complications were reported or anticipated.